Event description:
It was reported that after surgery, they returned to the ward at 5pm, and the amount of urine in the bag was about 200cc. They checked at 8pm to measure the amount of urine every 3 hours, and it was only a little more than 200cc. There was a nurse call in the middle of the night, and the patient complained of abdominal pain, so the catheter was naturally removed. When the catheter was inserted, 2,000cc flowed out. According to the doctor, water was poured in when the catheter was inserted during surgery and the catheter was fixed. After confirming natural removal, water was poured in, and the water was drained at 8:45. Water was poured in again, and a little was drained by 15:45. No medical intervention was reported.per investigator's notification received on 21oct2024, it was reported that balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. Three photos were returned for evaluation, the first one shows the three-way silicone catheter with the balloon inflated, the second photo zooms into the inflated balloon, concentricity 70:30. The last photo shows the catheter's cap. Received 1 all-silicone temp sensing foley catheter with sample port connector. Catheter was visually inspected, and balloon was returned inflated. The balloon was drained prior to testing. The catheter was filled with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using in house syringe. The balloon concentricity was found to be 70:30. The catheter rested with no leaks. The inhouse syringe was connected and the catheter was able to passively deflate within 5 minutes, however cuffing was present after deflation. Water was run through the drainage lumen, and it was able to pass through the catheter with no difficulties. The reported event was unconfirmed however a new record has been opened to address the cuffing. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required, however it was completed before the sample evaluation was performed. As the reported event is unconfirmed a labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, they returned to the ward at 5pm, and the amount of urine in the bag was about 200cc. They checked at 8pm to measure the amount of urine every 3 hours, and it was only a little more than 200cc. There was a nurse call in the middle of the night, and the patient complained of abdominal pain, so the catheter was naturally removed. When the catheter was inserted, 2,000cc flowed out. According to the doctor, water was poured in when the catheter was inserted during surgery and the catheter was fixed. After confirming natural removal, water was poured in, and the water was drained at 8:45. Water was poured in again, and a little was drained by 15:45. No medical intervention was reported.